Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that during implant of leadless implantable pulse generator (ipg) the patient experienced perforation and cardiac arrest. The patient was placed on a ventilator and is in intensive care unit (ICU). The ipg remains in use. No further patient complications have been reported as a result of this event.